Event description:
I am a (B)(6) year old male who is in pretty good shape. Recently, I had minor household incidents, scraping or other ways in causing minor wounds. My treatment with neosporin seemed to work but the wound was itching crazily and somehow has not healed. The bandage we happened to have is coverlet, made for (B)(6), which is easy to apply. Because secretions continued, my wife thought I might be allergic and I agreed, especially when I saw today some red dots on upper side of my left hand and upper side of my right arm. They do not look like a coincidence. Whether relevant or not, the envelope in which the bandage comes says it is latex-free. I do not recall whether I am allergic to latex; usually, I just buy whatever band-aid offers. Whether a latex substitute is a problem, you would know better than I. Not really. Having stopped, I am curious whether I indeed have had an allergic reaction and what I do with my remaining supply. Reaction to bandage.